Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The distal conductor of the lead was extrinsically over-rotated. The analyst noted that visual inspection found the distal conductor distorted within is-1 connector leg, explant damage. The outer insulation breach in vivo was observed (1st clavicle rib crushed). The insulation breach contributed to the electrical complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
407645 lead implanted (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.